Manufacturer narrative:
The company clinical applications specialist (cas) reviewed the images and calculation and noted that there are some things that stand out. The cas noted from the image that all measurements gave a caution, indicated by the red arrows. This would be from the axis being 90+ degrees off and the cylinder magnitude being so much more. Based on the information provided for this investigation, the root cause of the reported event can be attributed to not following the cautions presented by system and not capturing a pseudophakic (after toric implant measurement). The root cause of the reported event can be attributed to surgical/clinical factors unrelated to the functionality of the device. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported the system's measurements did not match the preoperative measurements and had an unexpected outcome. Additional information requested.